Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there were metal shards in the device and the stress washer was broken.

Event description:
It was reported that the metal shavings were coming out of the device during testing. There was no patient involvement and no allegation of adverse consequences associated with this event.